Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the screen on the central control monitor went blank. Control of the pumps remained available through the redundant local controls. The device was used to conclude the procedure. The user was able to resolve the issue by switching off the system and turning it back on. The user reported there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.